Manufacturer narrative:
All buttons functioing properly. No damage on the keypad assembly. No button error alarm. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test, prime and excessive no delivery due to alarm and loose drive support disk. The insulin pump received with cracked case at display window corner, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump gave an alarm during the rewind. The customer stated that he had also experienced high blood glucose levels after an infusion set change. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.